Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had boot up issue. Upon functional testing, the fse found that the mpdu 24v bank g fuse was faulty. To resolve the reported issue, the fse replaced the mpdu 24v bank g fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.